Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant, the lead was placed at the cardiac veins to left posterior wall branch vessel. The lv2 to lv4 vector with 10v voltage, could not pace. At this point the surgery time was approximately five hours. The patient had several sinus arrests midway through and a ventricular tachycardia, and without suitable venous blood vessel. The healthcare professional decided not to proceed with left ventricle lead placement. Instead, a dual-chamber implantable cardioverter defibrillator (ICD) was implanted. No further patient complications have been reported as a result of this event.